Event description:
Caller reported a cgm error, which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and after following these, the caller successfully restarted their sensor session without further issues.